Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on documentation review, the ¿eccentrically cut patella¿ and ¿clear evidence of wear of the lateral aspect of the patella¿ contributed to the first revision surgery for pain (c-214733, c-214763). The 2nd intervention/diagnostic l knee arthroscopy performed 7 months post revision was due to knee pain (including catching and popping) and patellar chondromalacia which was reportedly supported by the x-ray confirming mal-alignment/mal-tracking of the patella for which synovitis debridement and retinaculum release was performed (c-214814). Neither the eccentrically cut patella with lateral wear nor the mal-aligned, laterally-tracking patella secondary to the tight retinaculum indicate any product failure; however, inflammation/synovitis could be a contributing factor to the reported pain. The patient impact beyond the reported pain/catching/popping and the surgical interventions that followed with brief rehabilitation periods cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
It was reported that patient had insert and patella exchanged due to pain in left knee.